Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized due to high blood glucose levels, with a reading of 190 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was unable to conduct the prime and high pressure tests at the time of the call, and stated that he would be calling back. Nothing further was reported.